Manufacturer narrative:
The reported technical alarms can be confirmed by the evaluation of the returned device logs, no part was returned for investigation. Information was received that third party repairs was found by the hospital. The manufacturer has no responsibility for the safe operation of the system if installation, service or repairs are performed by persons other than those authorized by the manufacturer. Only accessories, supplies, and auxiliary equipment recommended by the manufacturer should be used with the system. Since no part have been returned by the customer for investigation, the root cause of the reported failure cannot be established by this evaluation. H3 other text : 4114.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating power error, battery module error and barometric pressure too high. There was no patient harm. Manufacturer's ref #: (B)(4).